Manufacturer narrative:
B3: as exact date of event is unknown, estimated date of event is april 2025. Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the sales representative that the patient indicated that they experienced pain around seven hours into the treatment. The sales representative suggested time-test starting at six hours or if she has pain earlier to take it off at that time and repeat the time-test. No further information has been provided. The bhs unit and sflx- xl coilette were not returned for further evaluation.

Manufacturer narrative:
B3: as exact date of event is unknown, estimated date of event is april 2025. Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the sales representative that the patient indicated that they experienced pain around seven hours into the treatment. The sales representative suggested time-test starting at six hours or if she has pain earlier to take it off at that time and repeat the time-test. No further information has been provided. The bhs unit and sflx- xl coilette were not returned for further evaluation.